Manufacturer narrative:
The device has not been returned for investigation, nor has the serial number or lot number been provided. We have reached out to the user facility on several occasions to obtain additional information, but none has been received. Without additional information, it is difficult to determine what occurred in this case. We will continue to follow up with the user facility to ask for additional information. The belmont sales representative and clinical specialist have remained in contact with the user facility to offer further in-service training. Should additional information become available, a supplemental report wil be submitted accordingly.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "there was another fire with the buddy light tonight, in another or. I questioned the comment and received back on the 16th 'good afternoon, atrium is performing a risk assessment on the event. I believe the unit is with ge/biomed. I am awaiting their review myself.'